Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. It was recommend to the site to not transport the view station turned on when it's not necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) monitor was intermittently going black. The manufacturing representative had the site check connection but could not resolve the issue. There was no patient present when this issue occurred.